Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged at the distal edge with struts on the first row lifted and stretched distally from the stent profile. It is likely the crimped stent may have encountered resistance & subsequent damage during withdrawal attempts of the device. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 2.25 x 38 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the stent was found to be lifted. The procedure was completed with a 2.25 x 20 synergy¿ stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 2.25 x 38 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the stent was found to be lifted. The procedure was completed with a 2.25 x 20 synergy stent. No patient complications were reported and the patient's status was good.